Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic sacrocervicopexy, bilateral paravaginal defect repair, tension free vaginal tape secur and cystoscopy. The patient suffered these complications: pain and recurrence of symptoms. The patient received a diagnosis of uterovaginal prolapse, bilateral paravaginal defect and genuine stress urinary incontinence. The patient¿s history: tvt sling for primary genuine stress incontinence, urethral hypermobility, grade I-ii/IV cystocele, grade ii-iii/IV rectocele, grade ii perineal deficiency in 2003.